Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified damaged to a minicap. The damage was further described as a break (no further details provided). This was identified during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.